Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history record review reports that part number ok. Lot number 1843 unknown at synthes (B)(4). There is a gap between lot number 1832 and 1848. Therefore DHR review is not possible. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that this device was shorted out could not be confirmed. The unit was tested and passed all manufacturing specifications. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Placeholder.

Event description:
It was reported that during total knee procedure, it was discovered that the recon sagittal saw with key for trauma recon system was shorting out. Spare device was available to complete the surgery. There was no delay in surgical procedure due to reported event. Procedure was completed successfully without any harm to patient. This 1 of 1 device for this event reported on complaint (B)(4).